Event description:
It was reported to philips that detector movement error; failed phase detection on a azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced fd shift motor assembly and calibrated it; system restored. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).